Event description:
The distal tip of the calcar planer guide broke off during the procedure. The piece was unable to be found before closing the pt. The radiology report identified the location of the metallic object as lodged between the acetabular cup and femoral head. May require additional surgery to be extracted.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval.